Manufacturer narrative:
His product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer?: visual inspection of the returned product found the iol was torn and was injected outside of the injector. Volume of used viscoelastic material appeared to be less from the sign. There was no irregularity found on injector and iol, all met criteria. Conclusion code(s): based on the complaint history and the product evaluation, a specific root cause of the event could not be determined but is is likely the user did not apply enough viscoelastic material. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 14.0 diopter preloaded injector. When handling the screw plunger, the rod passed beside the iol and the lens became stuck inside the injector. There was no patient injury and the surgery was cancelled.